Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the bottom of one device cracked and the sample leaked into the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigations summary: bd received 1 photos for investigation. Evaluation of the photos shows evidence of a damaged tube. Six retained samples were functionally tested and none of the samples broke no cracking was identified. Additionally, visual examination of 100 retained samples did not identify any instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the bottom of one device cracked and the sample leaked into the analyzer. No adverse impact was reported regarding the patient or user.